Event description:
It was reported that during urology prostatectomy robotic procedure, the surgeon experienced a "stiff" arm movement on the arm cart assembly (aca). The patient was in the operating room and under anesthesia when the issue occurred. There was a less than 30 minutes delay due to the reported event. No injury to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during urology prostatectomy robotic procedure, the surgeon experienced a "stiff" arm movement on the arm cart assembly (aca). The patient was in the operating room and under anesthesia when the issue occurred. There was a less than 30 minutes delay due to the reported event. No injury to the patient.

Manufacturer narrative:
H3 and h6: annex b, annex c and annex g have been updated. Device evaluation: medtronic led an evaluation of the field service notes and associated device data for the reported arm cart assembly (aca). Review of the field service notes indicates that the issue was addressed remotely by technical service specialist (tss) where it was deemed that with limited further context, the aca should be monitored going forward. The local field service engineer (fse) was informed to be aware of general assessment during future site visits for hands-on periodic checks. Evaluation of the device data indicates no issues or error codes were shown. Evaluation of the arm cart assembly noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.